Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 404 mg/dl at the time of incident and other related blood glucose level was 120 mg/dl. Customer was not using auto mode of insulin pump. Customer declined for troubleshooting of high blood glucose level. Customer stated that the sensor had sensor updating alert and change sensor alert. Customer also stated that the sensor was not sticking due to sweating. The insulin pump will not be returned for analysis.